Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found that a power-on-reset (por) occurred while the device was delivering hv therapy for fib. The device's hv output circuitry was damaged due to a short between the damaged hv lead and the ICD can. The stored egms showed noise due to a damaged lead.

Event description:
It was reported that the device was in back-up vvi mode. The device was explanted and replaced.